Event description:
A report was received that stated the pump alarmed "syringe empty" when 1-2ml remained in the syringe. Re-calibration did not correct the issue. No patient injury or adverse event was reported.

Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.